Event description:
Consumer reported complaint for high blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of 180, 207, 302, 175 and 199mg/dl. The customer was also comparing results to another device and stated the true metrix results were higher; actual meter to meter comparison results were not provided. The customer¿s expected blood glucose test result ranges are 120mg/dl average am fasting and 130mg/dl average pm fasting. The customer was not using the proper testing technique. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 08/16/2022 and open vial date is (B)(6) days ago. The meter memory was reviewed for previous test result history (date/time not set): result 1 : 180mg/dl date: 1/01 time: 1:41pm fasting performed pm, result 2 : 207mg/dl date: 01/01 time: 12:28pm fasting performed pm, result 3 : 302 mg/dl date: 01/01 time: 6:28pm fasting performed pm, result 4 : 175mg/dl date: 01/01 time: 3:44pm fasting performed am, result 5 : 199mg/dl date: 01/01 time: 12:42pm fasting performed am.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 05-apr-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 01-jun-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.